Event description:
It was reported that patient had a revision for fractured medial side of the right femur. During the same case, the surgeon wasted a stem implant because surgeon had a difficult time trailing for case regarding which stem to use 15 mm stem was very loose and the 16 mm was tight but ultimately implanted as part of the restoration modular hip surgery.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.